Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the event date was miscalculated and there is no further information to clarify when the infection began and if it was related or not to the valve procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed enterococcus faecalis bacteraemia on their right atrial (ra) lead, a few days post aortic valve replacement procedure. The implantable pulse generator (ipg) system was explanted and replaced, and the patient was placed on antibiotics. No further patient complications have been reported as a result of this event.